Event description:
Customer reported he experienced high blood glucose. Customer stated that he was receiving no delivery alarms. Blood glucose value was 438 mg/dl. The alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.